Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation/evaluation. The investigation confirmed the occurrence of the reported varying colored image (green and purple) and traced it back to a defective cable assembly. Thus, the reported incident was attributed to component failure. The reported error e842 could not be reproduced although a long-term test was carried out. The evaluation also found dents on the outer tube. This damage was caused by external force and can thus be attributed to user error. However, it is not directly related to the reported image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that during preparation for use for an unspecified procedure, the video telescope displayed a green image and issued error code e842. No further information was provided but there was no report about an adverse event or patient injury.